Event description:
It was reported that the device was used after total knee procedures. It was reported that marcaine with adrenaline was used. It was reported that two pts developed full thickness sloughs that required plastic surgical intervention, and a second procedure with a gastroc flap. It was reported that two other pts had partial thickness sloughs in the same area, that required only split thickness grafts, but prolonged nursing and rehab. All of the knees are functioning well. The dr is concerned about the possible effects from the adrenaline.